Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive issue on (B)(6) 2026, while applying cannula adhesive came off and the needle remained stuck in the applicator. Which resulted in hyperglycemia and the patient treated elevated blood glucose levels with an insulin delivered via the pump.